Manufacturer narrative:
The customer reported problem was confirmed. There were no existing CAPA¿s listed for any of the parts listed in this file for repair. Based on the troubleshooting results, technical support was unable to determine the proximate cause of the reported issue. Technical support troubleshoot with the customer over the phone and confirmed 8015 bd unit completely dead. Tech support- tech has 8015 bd unit will not power on no light on the unit left plug up still unit will not come back on. No error no lights shows on screen, tech will get po # setup to send unit in for services repair. A review of the device history record for sn (B)(6) was performed from 04/23/2019 to 9/16/2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(6) which confirmed that this device was not involved in a servicing failure which correlates to the customer reported issue. The trackwise complaint history review was completed and it was confirmed that multiple complaints were received with similar sn (B)(6). We will continue to monitor all complaints and failure modes for upward trending and take appropriate action as required. H3 other text : no product returned.

Event description:
Case #: (B)(4) case subject: npi 8015 bd unit completely dead account name: (B)(6) account #: (B)(6) asset name: 8015bd pcu n. America v9.33.1.2 a/b/g/n (B)(6) contact: (B)(6) patient or user involvement: no patient or user harm: no case description: tech called in for help on 8015 bd unit serial # (B)(6) failure device type: failure problem type: failure mode: case resolution: tech has 8015 bd unit will not power on no light on the unit left plug up still unit will not come back on. No error no lights shows on screen, tech will get po # setup to send unit in for services repair.

Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed that this device was not involved in a servicing failure which correlates to the customer reported issue. The trackwise complaint history review was completed and it was confirmed that multiple complaints were received with similar sn (B)(4). We will continue to monitor all complaints and failure modes for upward trending and take appropriate action as required. The customer stated that there was no patient involvement.

Event description:
(B)(4). Tech called in for help on 8015 bd unit serial # (B)(4). Case resolution: tech has 8015 bd unit will not power on no light on the unit left plug up still unit will not come back on. No error no lights shows on screen, tech will get po # setup to send unit in for services repair.